Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Symptomatic patient tested outside of the recommended 5 day post onset of symptoms time frame. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 false negative result for one patient, who was tested after being hospitalized for a few weeks due to a positive pcr. The result was confirmed positive by molecular (pcr testing).